Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device, patient and event information.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced discomfort at the ipg implant site. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein the ipg was repositioned to address the issue.